Event description:
Pt had cardioversion on 1/22/97. Shortly after procedure, rptr noticed chest and back on left side had reddened raised area approx 10-15 cm in diameter where stimulation electrode for cardioversion had been applied.